Manufacturer narrative:
Insulin pump was received with blank display due to corroded lcd board and mother board. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she went swimming with the insulin pump on. The screen was completely blank. The insulin pump was buzzing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.